Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that the new lot of the axsym rubella igg reagent that was sent to resolve the calibration failure did not work. Reagent lot # 58296m100 and lot # 61151m100 failed with calibrator lot # 61236m200. Error code 1018 (calibrator a rates too high) was generated. There was no impact to pt mgmt reported.